Event description:
Some time in 2003 the customer used th device to check their blood glucose. They obtained a result around 300 mg/dl and gave themselves more insulin. Family member found pt passed out. Pt was taken to the hosp and their glucose was 11 mg/dl. They were admitted for two days and did not provide what treatments they received. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.